Event description:
The hospital reported that during the coronary artery bypass procedure, the seal did not deploy out of the delivery tube into the aorta. The surgeon used a side biter clamp to complete the procedure. No additional pt complications were reported by the hospital.